Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported device reset was confirmed and was due to a power-on-reset (por). The por was caused by the external defibrillation. The device was evaluated by automated electrical test (ate) system and no anomalies were found.

Event description:
It was reported that during an attempted implant and induction testing, the device went into back-up (vvi) reset. The device was not implanted.